Manufacturer narrative:
(B)(4) as they are of the same case. (B)(4). Patient information not provided. UDI not provided.

Event description:
According to the reporter, during a lap hernia repair, the surgeon noticed the needle would not load on one device. While using the second device the needle fell out. The status of the patient is okay. No device fragment fell into the patient.